Manufacturer narrative:
Insulin pump received with blank display due to moisture damage electronic assembly. Unable to verify battery out limit alarm and off no power alarm due to blank display. Insulin pump had cracked display window corner and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump turned off and the display went blank without a low battery alerting. The customer stated that this was the second time. The customer changed the battery and the device rebooted. It might have given an off no power alert. The customer's blood glucose was 110 mg/dl. The customer was calling after receiving a new battery cap. In the alarm history of the device there was a battery out limit alert. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.